Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends and kinks throughout its length. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the device was able to advance through its introducer sheath and a demonstration microcatheter without an issue. Multiple attempts were made or clarify what the customer meant by ¿failure to deploy¿ but was unsuccessful; therefore, functional testing was ended at this point. Bends and kinks on the pusher assembly. This damage was not mentioned in the reported complaint and may be incidental. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 ¿ the investigation findings do not lead to a clear conclusion about the cause of the smart coil''s failure to deploy.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, it was reported that the smart coil failed to deploy. It is unknown how the procedure was completed or if there was any adverse effect to the patient.